Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 574 mg/dl. The customer had symptoms such as diabetic ketoacidosis and treated with insulin shot. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed for cosmetic damage. There is a little black circle on the battery compartment fell off and continues to alert battery change every thirty minutes. The product was returned for analysis.

Manufacturer narrative:
Findings: unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected blank display noted during testing. Power connector properly connected. Unit monitored and no missing segment during testing. Pump received with minor scratched lcd window, scratched case and pillowing keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.